Event description:
Our hospital uses the sigma spectrum baxter smart IV pumps. We have noticed a problem recently with several of the cords on our pumps. The bottom prong of the plug ( I think it's called the "ground plug") has been breaking off in the outlet. Nurses haven't noticed the prong is missing because they are still able to plug the cord into another outlet. Our hospital engineers are digging the prong out manually from the outlets. We feel this could be potentially serious safety hazard. Diagnosis or reason for use: IV infusions.